Event description:
It was reported by service report that the x frame will not retract. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was confirmed by the user facility that this complaint was created in error and that they have no unit displaying the symptoms that were reported in this complaint.

Event description:
It was reported by service report that the x frame will not retract. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.